Event description:
It was reported that when using the bd pyxis¿ medbank tower, the customer was unable to log in to the cabinet. The customer reported that the windows screen appeared locked and displayed the cubex application prompting for a password. The locked screen condition prevented user access to the cabinet. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the windows login screen was locked and prevented user login. A technical support specialist (tss) remoted into the system and cleared the windows login screen. The system functioned as intended after the technical support specialist troubleshot the device.